Event description:
A (B)(6), male, with aaa and aortic stenosis, underwent aaa repair on (B)(6) 2011. The pt was not suitable for endovascular repair due to the aorta of just below the renal artery was crooked (45 degrees)/saccular aneurysm (diameter 59mm x 71mm) /both common iliac artery and common femoral artery has seriously calcified. The physician tried to insert the main body delivery system, but it could not be inserted. Then the physician changed to approach and inserted successfully. The physician tried to insert the contralateral leg, but it could not be inserted. So the physician removed the device and exchanged to another manufacturer's device. The physician did angiography and he recognized the proximal type I endoleak (1820334-2011-00072) and type iii endoleak at the connecting portion of the ipsilateral leg. (1820334-2011-00073) - for the proximal type I endoleak the physician ballooned. - for the type iii endoleak the physician inserted another manufacturer's devices on the distal and ipsilateral sides in preventive manner. The type iii endoleak remained, so the physician placed another manufacturer's device. However, the proximal type I endoleak and type iii endoleak were not resolved. Then the physician re-ballooned and recognized that the endoleak was less. The pt contralateral access route vessel was ruptured and excessive bleeding. So the physician decided to keep the pt under observation. The pt's access route vessel was seriously calcified and the physician inserted the delivery system in several times.

Manufacturer narrative:
Bleeding is labeled in the IFU. Endoleaks are labeled in the IFU. Event evaluation - still under investigation.